Event description:
Additional information received indicated the patient refused to undergo a device replacement. The patient was stable and discharged from the hospital.

Event description:
The patient presented at the emergency room following receiving several high voltage (hv) shocks, some of which may have been inappropriate. Technical support was contacted and confirmed aborted hv charges prior to the device entering backup mode. The backup mode was due to a high amount of hv charges. The device was reprogrammed to disable therapy as the device is pending explant. The patient was stable.